Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had displayed a black screen and had gone offline from remote support services (rss). The field service engineer (fse) had found that the station had powered up to the basic input/output system (bios) password screen. After troubleshooting and disassembling components, the fse discovered that the serial connector from the hard drive to the all-in-one interface board had been loose and had not established a proper connection. The fse had reseated the serial cable, reassembled the all-in-one assembly, and rebooted the station. After testing, the station was confirmed to be functioning correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, had a black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.